Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high shock impedance measurements, including one out of range measurement. Boston scientific technical services (ts) discussed continued monitoring at this time. No adverse patient effects were reported.